Event description:
Customer reported that she had unexplained low blood glucose. Customer called the paramedics to assist her at home. The blood glucose reading was 20 mg/dl at the time the paramedics arrived. Customer stated that her insulin pump is cracked. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed all functional test, including prime, displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm test. Unit was received with over tight and stripped coin slot battery cap and cracked battery tube threads.